Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a "piece of equipment" that was stuck in the distal end of the device - however, the object could not be further identified. As it was not possible to determine what caused the object to stick in the insertion tube, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material stuck on the insertion tube due to insufficient or incorrect reprocessing of the scope. It was observed that there was a cut at the bending section cover that caused leaking. It was also observed that the plastic distal end cover had dents and required insulation. Lastly, it was observed that switch 1 had a big chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had an object stuck on the insertion tube. The reported issue occurred at the time of the procedure. There was no patient/user harm or injury reported due to the event.